Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) delivered inappropriate shocks to the patient while they were straining. An interrogation of the ICD noted several episodes of non-sustained ventricular tachycardia. Guidant received additional information in may 2004, that noise was observed on the rate/sense channel resulting in pacing inhibition. The noise could be reproduced with valsalva maneuvers. All lead measurements were within normal limits.